Event description:
A bipap a40 pro was returned to a third-party service center for service. There was no serious patient harm or injury reported. There was no evidence the device was in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code indicating the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds was confirmed in the event log. No components were replaced to address the issue. The device was scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed. The bipap a40 pro (brx3100s18) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.